Event description:
Carefusion technical support received a call from a biomed at one of the user facilities stating that he was having issues where the internal battery to one of their units had stopped working after just a few seconds when disconnecting the ac power. The batteries were just replaced in august. This incident occurred during a performance test. There was no patient involvement during this incident.

Manufacturer narrative:
With instruction/guidance from carefusion technical support, the biomed did a reset of the battery charge, and charged the batteries. He also did a quick test, to confirm that the batteries were charging. The issue was resolved. The biomed will also give the batteries a full charge and perform a battery duration test. As of march 5, 2015, this user facility has not called back for assistance with this issue.